Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the instrument had a limited range of motion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. The root cause for the locking screw to bind is design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.